Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found printed circuit boards were defective. Video socket connecter had defective locker, it did not secure the scope video cable. Receptacle board needs replacement. Unit front panel needs to be replaced due to poor appearance. Software version 3.01 needs to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.